Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. During the implant, it was observed the patient's anatomy was torturous. Two days later, holter monitoring revealed pacing failure. It was thought the lead had been pulled and moved back out of position. A lead revision was performed. This lead was successfully repositioned at the cardiac apex. Acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.